Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss) due to a high out of range pacing impedance measurement of 2005 ohms on the right ventricular (rv) lead. Additionally, high capture thresholds were observed. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.